Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an infusioin set patch did not stick to the skin upon insertion on (B)(6) 2026. No further information is available.